Manufacturer narrative:
Updated information can be found in d1 and d4.corrected information can be found in h5.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved an unspecified plum 360 pump and it occurred on an unspecified date. The customer reported that per the end user (nurse), the pump turns off during infusion due to battery depletion and, consequently, the patient does not receive medications. Although the battery was replaced and charged overnight, the next day (upon placing it into service), the pump was already alarming "replace battery". The customer suspects a problem with the circuit boards or something with the device. The customer added that per the error alarm, it always states to "send device in" and it did not indicate that the battery could be replaced, further supporting her allegation of a device problem. Although there was patient involvement, there was no harm reported as a result of the reported issue.